Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed functionality testing. The cause for the failure was isolated to several out-of-tolerance components on the distribution node pca (u708, u700, u701). The root cause for the out of tolerance components could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.